Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of a small amount of dust contaminant in the blower, blower seal, and blower box. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of an unknown white contaminant and an unknown contaminant in the flip lid seal, water tank lift tray, bottom enclosure, dry box seal, and dry box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed, 1 instance of: e-200 and 3 instances of: e-53. The manufacturer concludes the contaminates found were consistent with dust, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.